Manufacturer narrative:
G4: 28apr2020. B4: 14may2020. The touchscreen assembly was returned to failure investigation (fi) for evaluation. Visual inspection of the touchscreen assembly revealed no evidence of damage or contamination. The returned touchscreen is assembled into the fi user interface assembly to verify & test its functionality. The ventilator remained operational with no errors detected.the device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem.the reported complaint touchscreen failed is not duplicated. There is no fault found on this returned touch screen assembly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 31mar2020.

Event description:
The customer reported the touchscreen did not respond. There was no patient involvement. The manufacturer¿s international service technician confirmed the reported issue and performed calibration on the touch screen, but the phenomenon was not improved. The manufacturer¿s international service technician replaced the defective touchscreen to address the reported problem. The unit successfully passed the required performance verification test.